Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook was returned and failure analysis investigation was completed. The instrument had a broken monopolar yaw pulley where it secured the cable crimp within its slot. Broken pieces were missing as a result of breakage and was found located wedged within the crevices of the distal clevis assembly. Sizes of the broken pieces could not be approximated. There was also a dislodged cable crimp of the yaw cable. Cable crimp was no longer seated inside the pocket and was found resting along the idler pulleys adjacent to the distal clevis assembly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the robot's coagulation-hook broke. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the precise failure was not mentioned by the surgeon, but the device was returned for analysis. There was no fragment that fell into the patient. The procedure was completed by replacing the hook.

Manufacturer narrative:
Initial findings were confirmed by the advance failure analysis engineer. The broken yaw pulley piece was measured to be approximately 0.293mm x 0.651mm. The crimp was also measured and confirmed to be within design specifications. There was no indication of a swaging issue from manufacturing. It is likely that the broken yaw pulley allowed for the cable crimp to get dislodged from its normal position. The root cause is attributed to the crimp component's susceptibility to failure.

Event description:
Refer to h11 for follow-up information.